Event description:
It was reported that the "pump rings with a non-critical alarm." It was indicated that during the several steps of titration, the estimated eri showed 77 or 78 months. The patient was seen by the hcp due to the "alarm rings since 2 weeks." The report shows: "eri occurred (B)(6) 2012" and "schedule to replace the pump by (B)(6) 2012." It was noted "nothing can explain it in the patient's activities: no trip, no accident, no MRI" it was noted there was no injury. Patient outcome was noted as "no symptoms, but eri says to change the pump." The hcp did not plan to "change the pump now." Per reporter, hcp "will change the pump if it stops, because the patient receives a very small dose of drug. There is therefore, no risk of withdrawal." The pump was delivering lioresal.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found a pump hybrid high current drain anomaly. Measured static current drain and the reading was extremely high and could not program the pump to run a dynamic current drain. An anomaly was found on the hybrid that caused the high current drain. The complaint was confirmed, a premature eri had occurred due to battery depletion which was caused by a high current drain from a defective ic on the hybrid.